Event description:
Patient's foley fell out on to the floor. It was intact, but somehow it slipped out. When nursing staff tested balloon for foley, it had a leak in the balloon. 10 cc of water was used to inflate the balloon, and all 10 cc emptied out of the balloon. FDA safety report ID# (B)(4).